Event description:
It was reported that the patient received inappropriate therapy, due to noise being oversensed on the ventricular lead. The patient refused a replacement procedure due to age and declining health. The physician programmed the device off.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event.